Event description:
Information received from the physician's assistant indicating that the patient was not diagnosed with vocal cord paralysis but it was reported that when the vns activated the left vocal cord would stop working. The ent physician recommended that the patient's lead be moved over and the patient is going to go for a surgical consult. The surgery is noted to be for patient comfort only. Patient information was also received and it was determined that MFR report# 1644487-2021-00021 captures pain and shortness of breath for this patient and the referral for a lead revision.

Event description:
It was reported that a patient had lost their voice and then once assessed by an ent physician, they were diagnosed with vocal cord paralysis. No other relevant information has been received to date.

Event description:
This report was found to be a duplicate of the events reported for this patient so all future information will be housed in MFR report# 1644487-2021-00021.

Manufacturer narrative:
B5 describe event or problem , corrected data: follow-up report #1 inadvertently left out relevant information.